Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture and difficulty removing occurred. The patient presented with instent restenosis of a previously implanted 10mmx80mm non bsc stent located in the subclavian artery. A 10.0 x80, 75cm gladiator balloon catheter was successfully advanced to the target lesion and inflated to 8-10atms. During the second inflation at approximately 8-10atms a balloon rupture occurred. The physician's attempt to withdraw the gladiator balloon catheter thru the left arm was unsuccessful. Two hours of attempts to remove the gladiator balloon catheter via upsizing to a 12f sheath and use of a snare were unsuccessful. The patient was taken to surgery, cutdown on the arm was made and the gladiator balloon catheter was surgically removed from the patient's anatomy. No further patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).